Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that unit was called in as precaution because a drape fire that the account does not know what caused it. Need a test report to show that the safelight tester properly.